Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was received confirming this lead dislodged a few weeks after implant and that it will be returned for analysis. No additional adverse patient effects were reported.